Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic abscess outcome was unknown. The reporter considered pelvic abscess to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('separate small metallic fragment embedded in the anterior myometrium'), device breakage ('separate small metallic fragment') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included menometrorrhagia. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and device expulsion ("separate small metallic fragment embedded in the anterior myometrium"). The patient was treated with surgery (da vinci assisted total hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, pelvic abscess and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered pelvic abscess to be related to essure. The reporter commented: right - 3 trailing coils and lefr- -5 trailing coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Reporters information, concomitant drugs and medical history were added. Events added: device breakage, embedded device, device expulsion. Fu 1 & 2 processed together. Legacy device report num- 2951250-2020-10330-medwatch 3500a MFR number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.